Event description:
The doctor noticed resistance between the pheonix catheter adn the 6fr cook ansel sheath while advancing. Once outside the sheath, no further resistance was experienced and atherectory was performed. When retracting the catheter back into the sheath, the doctor again experienced some resistance. As the doctor fully removed the pheonix device from the proximal end of the sheath outside the patient, the blade housing became caught and tore off inside the sheath at the hub. The sheath was clamped to prevent the separated blade housing from sliding down the sheath adn the sheath was removed from the patient. No injury was reported.

Manufacturer narrative:
(B)(4). The lhr for the catheter was reviewed, and no deviations or nonconformities were noted. The phoenix catheter and cook ansel sheath were both returned for investigation. The sheath was separated into two pieces at the hub. A kink was noted in the sheath. The catheter ferule, cutter, adapter, and housing were separated from the catheter shaft and torque shaft at their respective weld joints. The distal section of the catheter shaft was stretched. The investigation indicates that the kink in the sheath was the source of resistance both when attempting to advance and remove the catheter. During removal, the catheter became stuck in the sheath and the physician pulled the catheter with a force exceeding design limits, causing the distal section of the catheter to stretch. Once inside the hub of the sheath further pulling caused the distal tip weld joints of fail. Per the IFU, the catheter should not be advance against resistance. We will continue to monitor complaints for this failure made via our standard complaint review process and data trending activities.